Event description:
Infection at insertion site with one out of two pins implanted into toe. Patient was a healthy male. No cultures have been taken but fluid was drained from where pin was inserted into toe. This is one of three infection cases reported by the same surgeon at the same medical facility. This device is used for treatment